Event description:
The patient reported she lost her external devices. As a result, the patient is unable to charge her ipg and is without stimulation. A replacement charging system was sent to the patient. Follow-up information revealed the patient is unable to establish communication between the ipg and the replacement charging system. The patient reported she has not used or charged her ipg since (B)(6) 2014. The patient also reported she fell on her ipg in (B)(6) 2014. Follow-up information revealed the patient was offered the opportunity to have an sjm representative contact her for further interrogation of the issue. However, she declined. The patient reported she will consult with her physician as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.